Event description:
Vent alarmed, vent stopped giving breaths and reset was on display screen. Spouse pressed reset button twice and vent went through test and started working properly again. Spouse stated this happened once that night and then between 5:00 and 6:00 am, it happened several times. Each time they would press reset and vent would go through self-test and start working again. No allegations of vent causing harm. Humidifier and concentrator used at time of event. Was on ac power.